Manufacturer narrative:
The evaluation and repair (if needed) of the device has not yet begun. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator stopped cycling, and the log exhibited error codes indicating that the graphic user interface (gui) had failed power-on self-test (post). Although requested, it is unk if there was pt involvement.